Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received a vibratory alert for non-sustained lead noise. Non-sustained lead noise detection was found to be due to oversensing of myopotentials on the near-field channel. Programming changes were made successfully.